Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer decline to troubleshooting for high blood glucose. Customer reports they received no delivery alarm. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports the drive support cap appears normal. Customer reports no visible pump damage. Customer reports they perform a self-test and insulin pump passed self-test. Customer was able to perform the displacement test and insulin pump passed displacement test. The device will not be returned for analysis.